Event description:
Reportedly, it was discovered during a scheduled follow-up (on (B)(6)2024), that the atrial lead was pacing the ventricle due to a lead dislodgement and that there is also a ventricular capture failure observed. During the follow-up of (B)(6)2024, the ventricular capture failure was no longer observed.

Manufacturer narrative:
Analysis summary: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Review of the provided files revealed that since 27 march 2024, a ventricular threshold increase to 2v was noted as well as atrial pacing on the ventricle channel. On 25 april 2024, the ventricular threshold was measured at 1v. The rapid ventricular threshold increases a few days after implantation, followed by a return to normal, could be explained by a slight movement of the lead which then stabilized. Please refer to the attached report.

Event description:
Reportedly, it was discovered during a scheduled follow-up (on 27 march 2024), that the atrial lead was pacing the ventricle due to a lead dislodgement and that there is also a ventricular capture failure observed. During the follow-up dated 24 april 2024, the ventricular capture failure was no longer observed.